Event description:
Procedure type: maze. According to the reporter: the surgeon was not able to move the needle from one jaw to the other. It did not catch the needle. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500 cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).